Manufacturer narrative:
The customer contact reported that the device was discarded. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to elevated temperature in combination with a poor ultraviolet cure. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported that the vial was being filled with an unspecified concentration of versed when the solution leaked, proximal to the flange of the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no additional information was provided.